Event description:
It was reported that the final bag disconnected from an automated peritoneal dialysis set during dwell three of four on a homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) in ending therapy and the hp was to complete therapy with manual supplies. During follow up with the hp, the hp stated that the connection issue was due to their mistake. The hp did not connect the bag to the line tightly enough, leading to the bag disconnection. The hp stated that they haven¿t had any problems since this event. No patient injury or medical intervention was indicated in association with this report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.